Event description:
The customer stated, she was hospitalized for high blood glucose levels. Prior to hospitalization, the customer experienced low blood glucose levels. The customer treated the low blood glucose. Hours later, the customer experienced high blood glucose levels. The customer changed the infusion set, but the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.